Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a unknown triathlon ps tibial insert.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance survey noted that the triathlon ps "can inpinge in extension in small sizes."